Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 at 20:55, the log file captured a low power hazard / power cable disconnect / no external power event while the device was powered by the mobile power unit. This was reportedly caused by the patient leaving the unit unplugged from the wall while moving from one room to another.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 6 days (14jan2021 ¿ 16jan2021 and 19jan2021 per time stamp). On 16jan2021 at 20:55, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information from 26jan21 stated that the mpu is operational. The unit had a v lock connector. The cord did not come loose, they didn¿t have it plugged into the wall because they had moved it from one room to another. The root cause for the reported event was determined to be the mpu not being plugged into ac power, per the additional information provided. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.